Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include iris injury as a known complication. The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
One patient experienced iris prolapse.